Event description:
It was reported that during an esophagectomy, the staples were malformed at the first firing. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.